Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm and battery failed alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was hospitalized for high blood glucose 31 mmol/l. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged failed batt test or battery failed alert, unexpected battery power loss or replace battery alert/replace battery now alarm, sensor/transmitter anomaly, visit to emergency room and was hospitalized for high bgs found on mar 23, 2022. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. There was no power error 25, low battery alert, power loss alarm, failed batt test or battery failed alert and unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 14:44:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 18:44:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:15:00.000 and (B)(6) 2022 19:25:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 21:46:16.000 and (B)(6) 2022 21:46:24.000 (B)(6) 2022 19:26:30.000 and (B)(6) 2022 19:26:38.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 20:41:45.000 to (B)(6) 2022 21:45:00.000 (B)(6) 2022 09:13:13.000 to (B)(6) 2022 09:20:28.000. Failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 20:42:18.000 to (B)(6) 2022 20:42:18.000 (B)(6) 2022 09:13:24.000 to (B)(6) 2022 09:20:51.000. Power data available per the power management tool/detail trace file is on (B)(6) 2022 3:56:53 am, there was no record available for the dates (B)(6) 2022 and (B)(6) 2022. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed batt/battery failed alarm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Device passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Sensor/transmitter anomaly, failed batt test or battery failed alert and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
Customer reported that the insulin pump battery failed multiple times and they did not receive low battery alert for the second time prior to the replace battery alert or replace battery now alarm. Customer went to the emergency room and was hospitalized due to high blood glucose of 31mmol/l and diabetic ketoacidosis after battery failed alarm on (B)(6) 2022. Customer was feeling sick/unwell. Customer had ketones. Customer was treated with insulin drip. Device was used at the time of the incident. Per customer, sensor was not working.